Manufacturer narrative:
Unable to confirm the event as described. The evaluation revealed no damage or anomaly that would have contributed to the reported issue. The suture appeared to be threaded correctly through the oblong button. The device had been cut apart and the various components were saturated with dried biological material, which prevented further testing.

Manufacturer narrative:
At this time, it cannot be determined how the device may have caused or contributed to the patient¿s experience. An evaluation of the device cannot be performed as the device was expected but has not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that during an ac repair with ac tight rope the blue sutures failed to tension. A revision surgery was performed on the (B)(6) 2018.